Event description:
It was reported that the patient with a short to shield and a failed percutaneous lead repair from (B)(6) 2022 reported to clinic with frequent low voltage alarms. The patient had a tear in their driveline. Log file review was requested, and it was stated that the log file was mostly filled with low battery advisories. Technical services stated that the low battery advisories were not related to the driveline. Rescue tape was applied to the gray jacket tear. Additional log files were submitted for review on 26mar2024 while the patient was on new batteries and battery clips. The site stated that they had persistent low voltage alarms (lvas) on bedside interrogation. The patient was asymptomatic. Technical services noted that it appeared the lvas continued to occur while tethered on batteries. It was also noted that the log file displayed 1 transient low flow alarm on (B)(6) 2024 at roughly 6:40 am. A system controller exchange was performed on (B)(6) 2024, and the sited stated there was nothing on bedside interrogation. Log file review was requested, and there was a backup battery fault which resolved on its own with no action needed. There were no lvas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of frequent low voltage alarms was confirmed. The submitted log files and the log file downloaded from the returned controller contained data spanning 5 days combined ((B)(6) 2024 per the timestamps). The log file captured intermittent low voltage advisory and low voltage hazard alarms that were not associated with routine battery depletion due to the voltage levels dropping. The atypical alarms only occurred while connected to 14v batteries. The voltage was also observed to be below the expected voltage while connected to the power module; however, the voltage did not drop enough to activate an associated alarm while connected to the power module. The driveline was disconnected at 13:38:21 to exchange the system controller. The pump maintained a speed within the expected range throughout the log files. The returned controller was connected to a mock circulatory loop and tested with a test power module and with fully charged test 14v batteries and the controller operated the pump at the set speed with no atypical alarms produced, including when the power cables were manipulated by hand. The controller successfully operated in a mock circulatory loop for an extended period of time without issue. Further testing of the system controller power cables revealed increased resistances across the underlying conductors consistent with the early stages of conductor breakdown. The reported event was determined to be due to conductor breakdown in the system controller power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.